Event description:
Boston scientific received information that upon interrogation a lead safety switch was noted for this right ventricular (rv) lead which indicated that an out of range lead impedance had been detected. Due to this, the polarity of the lead switched from bipolar to unipolar. Impedances were variable between 400 to 900 ohms and r-waves measured >12 to 2.6 mv. Also, noise was observed on the lead with the unipolar configuration and pacing inhibition was suspected. However, it was noted that the patient was not pacemaker dependent. Subsequently lead impedances of > 2000 ohms were observed in the bipolar configuration and surgical intervention was performed. The lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.